Event description:
It was reported that there was a lead safety switch (lss) on the cardiac resynchronization therapy pacemaker (crt-p) for both the right ventricular (rv) lead and this left ventricular (lv) lead pacing lead impedance (pli) measurements greater than 3000 ohms, which was out-of-range (oor). This changed the configuration from bipolar to unipolar. While in unipolar, there was myopotential noise and oversensing on the rv channel that resulted in a stored ventricular episode. No inappropriate therapy was delivered and there was no pacing inhibition greater than two seconds observed. Technical services (ts) recommended that patient be brought to clinic for urgent testing of the leads as well as reprogramming options. Patient presented to the emergency room (ER) where isometrics and pocket manipulation testing were performed, which did not reproduce any noise or oor impedances. It was noted that the physician reprogrammed the device and will continue to monitor this patient closely. No adverse patient effects were reported. Currently, the crt-p system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).